Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end plastic cover was detached could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cysto-nephro videoscope had a bad image. The issue was found during a procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end plastic cover was detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end plastic cover was detached. In addition to the reportable malfunction, the following were noted: the image was tilted; there was a hole on the bending section cover which caused a leak; the bending section cover adhesive and the insertion tube were non-olympus; the scope connector label was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.